Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings:visual inspection revealed moisture behind the display lens. The pump powered on with a multicolored, unreadable display. The pump casing was observed to be cracked in the upper right corner of the display area. Leak testing revealed a leak in the pump casing. Additional testing could not be completed due to the unreadable display. The pump casing was removed and there was evidence of moisture contamination observed throughout the inside of the pump. The complaint regarding power loss could not be duplicated on investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that after the pump had recently been exposed to water, the pump powered down and could not power back on despite multiple battery changes. The reporter noted evidence of moisture behind the pump¿s display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.